Event description:
As reported, the patient had restenosis of a smart stent about 16 months after implantation. Revascularization was performed and the patient recovered. The patient was a (B)(6)-year-old female. The intended procedure was a pta of a target lesion located in the middle of the right superficial femoral artery. The rate of stenosis was 70.7%. On (B)(6) 2013, a smart stent was placed in the target lesion without any issue. About 16 months later, at (B)(6) 2014, restenosis was observed. Target-lesion revascularization was performed. And the patient recovered. This is a case from (B)(4) smart pms for sfa and the case number is (B)(4). No further information is available.

Manufacturer narrative:
The device remains implanted in the patient, therefore, it is not available to be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. (B)(4).

Manufacturer narrative:
Complaint conclusion: as reported, the patient had restenosis of a smart stent about 16 months after implantation. Revascularization was performed and the patient recovered. The patient was a (B)(6) female. The intended procedure was a pta of a target lesion located in the middle of the right superficial femoral artery. The rate of stenosis was 70.7%. On (B)(6) 2013, a smart stent was placed in the target lesion without any issue. About 16 months later, at (B)(6) 2014, restenosis was observed. Target-lesion revascularization was performed. And the patient recovered. This is a case from (B)(6) for sfa and the case number is (B)(4). No further information is available. The product remains implanted in the patient; therefore, it was not available to be returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15851076 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis (isr) an artery is often associated with the progression of peripheral artery disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a prevention or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Based on the information reported and DHR, there is no indication that the event was related to a design or manufacturing issue. Therefore, no corrective and preventive actions will be taken at this time.